Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ping meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed the subject meter was reading inaccurately erratic at 7pm on (B)(6) 2016 when the patient obtained alleged inaccurately erratic blood glucose results with the meter of "168, 130 and 50 mg/dl" performed within 20 minutes of each other. The patient manages her diabetes with a combination of medications including insulin. Immediately prior to obtaining the alleged inaccurate results, the reporter claimed that the patient had developed symptoms of "sweating [and] difficulty when talking". The reporter indicated that at 8pm on (B)(6) 2016, the patient self-treated her symptoms with more food/drink. The reporter denied that the patient had used any other device to check her blood glucose levels. At the time of troubleshooting, the cca noted that the patient had been using an approved sample site to obtain the blood samples. The cca confirmed that subject meter was set to the correct unit of measure. The reporter described the correct testing steps; however, the patient's test strips had been stored incorrectly, invalidating the results obtained. Replacement products were sent to the patient. In conclusion, from the information provided, there is no evidence that the lfs products were reading inaccurately. However, this complaint is being reported because the reporter claims the meter displayed inaccurately erratic results and the patient developed symptoms suggestive of severe hypoglycemia.